Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, missing data on the receiver occurred. No medical intervention was reported. Additional event or patient information is not available. No product or data was provided for evaluation. The reported event could not be confirmed. A root cause could not be determined.